Manufacturer narrative:
Additional information was received. N/a was provided for weight, race and ethnicity; therefore, they are unknown. Additional information was added in the following sections: a2, a3a, b5, manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a dental appliance had broken parts, with the specific location of breakage unknown. The patient had no relevant medical history, reported excellent oral hygiene. No patient symptoms or injury were observed or reported. The patient did not discontinue use of the device, followed cleaning and storage directions, and no additional medical or surgical procedures were required. The appliance was replaced, and the dates of delivery and patient presentation were not provided.

Manufacturer narrative:
Correction was made in section g4. Device evaluation has been completed; following is the device analysis conclusion: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that the anchors were broken off of the device and the connectors were not returned. Root cause description. The root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the device has broken parts.